Event description:
A home patient's (hp) nurse contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the home pt ws connected at the time of the call, however, "nurse thinks the home pt disconnected". Baxter's technical service center assisted the home pt's nurse in ending therapy early. No pt injury or medical intervention was indicated at the time of the initial report. No further info is available for this report.